Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that approximately 6 months after implantation, the patient's PICC line was found to be leaking at the junction between the hub and catheter. The PICC line had to be removed and replaced. No part of the complaint device remained inside the patient, and there were no further injuries aside from the additional procedure..